Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive information for a pump reset and guided the caller through the process. After the reset, the error did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.